Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria forward. Eval description: analysis was normal.

Event description:
It was reported that the pt presented to the clinic for lead reposition. The right atrial lead dislodged due to twiddlers syndrome. During the procedure high threshold and high lead impedance was noted. The lead was explanted.